Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The first device that the physician attempted to implant was a 27mm. The device was placed proximal to the ostium of the appendage so it was fully recaptured. The second 27mm device was then placed into the appendage and one partial recapture was performed before the release criteria was assessed. The physician went through the release criteria which was met, so the device was released. Moments later the device embolized into the left atrium. There were multiple attempts made to snare the device out of the left atrium, but all were unsuccessful. The device then migrated into the left ventricle and then to the descending aorta. The device was then successfully snared out of the body from the descending aorta. The patient was stable throughout the whole procedure. The patient was awake the following day and was doing fine.